Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ winged 27g needle set exhibited separation between the adapter and the tubing. No serious injury or medical intervention was reported.

Event description:
It was reported that bd winged 27g needle set exhibited separation between the adapter and the tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples were returned in support of this complaint. Photographs were returned in support of this complaint. Our quality engineer was able to verify the reported complaint. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Investigation conclusion: based on the investigation results to date the root cause was not determinate for the defect described in this complaint. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.